Manufacturer narrative:
Additional: it has since been reported that the patient experienced device extrusion. This report is submitted on june 7, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient was explanted on (B)(6) 2019 due to an electrode migration which had resulted in non auditory symptoms. The patient was re-implanted with a new device on the same day.